Event description:
It was reported that this patient experienced ventricular fibrillation (vf). This implantable cardioverter defibrillator (ICD) delivered an electric shock which converted the vf, however, this put the patient into atrial fibrillation (af). Technical services (ts) analyzed the presenting electrogram (egm) and discussed device programming with boston scientific field clinical specialist. No further therapy was delivered as the rhythm had slowed into the vt-1 zone and the device was not programmed to deliver therapy in that zone. It was noted that the patient's af was treated with medication management. No additional adverse patient effects were reported. Currently, this ICD remains in service.